Manufacturer narrative:
On (B)(6) 2022, mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported as (B)(6) 2022. However, additional information revealed that the actual date of explantation was (B)(6) 2022. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (left grade: ii/iii, right grade: iii/IV) postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient is scheduled to undergo bilateral removal and replacement with two 450cc mentor memorygel breast implant prostheses (catalog #: 3504504bc) on (B)(6) 2022. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 11-apr-2022, it was found that additional information regarding the suspected medical device was omitted from the previous report. On 13-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4). The suspected medical device was returned to mentor on 5-apr-2022.